Event description:
A hydroflex device was implanted on 9/12/85. Info received on 5/15/97 indicates a cylinder was removed from the pt, date not provided. The remaining cylinder was removed from the pt on 5/8/97 due to erosion.